Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the past few months the battery gauge was observed to drop from 100% to 5% while connected to a power source. In addition, the customer has had intermittent difficulty charging the pump. Customer reported blood glucose level was not impacted. Reportedly the customer will contact their pharmacy to obtain alternate insulin therapy. The customer declined follow up by tandem technical support to ensure backup therapy was obtained.